Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 29 mg/dl. Prior to the event, the customer had several work meetings, delivered a bolus at 3:40pm and then got on a bus at 5pm. During the bus ride, the customer experienced low blood glucose levels, and the bus driver called the paramedics. Later, the customer noticed that she had delivered a bolus of 13 units because she entered 207 as the carbohydrate amount instead of her blood glucose reading. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.